Manufacturer narrative:
The mcs tip accessory or the mcs instrument have not been returned for failure analysis evaluation. Concomitant product(s): mcs instrument (part#: 430100-02; lot#: k11250904-0028).

Event description:
It was reported that during a da vinci-assisted retroperitoneal nephrectomy procedure, the monopolar curved scissors (mcs) tip accessory installed on an mcs instrument broke off and fell inside the patient. The event occurred during an instrument exchange (removal and reinsertion). The mcs tip accessory became dislodged and fell off. The monopolar scissor tip was retrieved using another instrument. The mcs tip accessory appeared to have been installed correctly during the case. The surgeon did not observe any functional issues with the mcs instrument before the mcs tip accessory fell off. After the event, the surgical staff noted damage to the mcs tip accessory, the mcs instrument, or the cannula; however, no additional details regarding the damage were provided. The mcs instrument did not collide with other instruments during the procedure which was completed robotically.